Event description:
This is report 3 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis. The patient was hospitalized for the event and was discharged. The patient recovered and is still on pd solution.

Manufacturer narrative:
(B)(4): potentially associated lot is gd893313 (previously reported gr893313). It was determined that a nonconformance occurred on the batch for a weak seal. All affected material was removed from the batch; the batch was released. Based on actions taken, it was determined that this nonconformance did not contribute to the reported condition of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot gr893313. It was determined that a nonconformance occurred on the batch for a weak seal. All affected material was removed from the batch; the batch was released. Based on actions taken, it was determined that this nonconformance did not contribute to the reported condition of peritonitis. Should additional relevant information become available, a follow-up report will be submitted.